Event description:
Physician used a 20-mm x 20 cm hes coil in the treatment of a giant aneurysm measuring 26.5 mm x 24 mm x 8mm. The physician had succesfully placed five mcs coils and one hes coil, prior to the reported 182020hes-v coil. When the physician attempted to place the 182020hes -v coil, there was much resistance according to the physician. As the physician retracted the coil, it detached. The physician was able to push the coil into the aneurysm with a guidewire, but noted that the end of the coil was partially in the parent artery.

Manufacturer narrative:
Two devices were returned for eval, we were not able to establish which unit was utilized during the reported complaint and therefore, both units were analyzed. No mfg device defects were identified with either of the returned units. The monofilament of the second unit returned for eval was found to be white/opaque, and has the characteristics of being stretched. The pusher is kinked and damaged. The detachment zone appears normal.